Event description:
Reportedly, during use on this pt, the ht50 ventilator experienced a device alert, then stopped ventilating. The pt was ambu bagged until they were able to switch her to a back up ventilator. No permanent harm to the pt occurred as a result of this event.

Manufacturer narrative:
Evaluation summary: eval of the returned ventilator found a motor fault which was due to a broken shaft in the manifold. This ventilator is being forwarded on to our MFR for further eval.